Event description:
The reporter stated that the pump was set to deliver tobramycin through the second port of a double lumen broviac. A new multi-dose syringe was set up on 8/9/97 at 21:00. Medication was administered at 01:00 on 8/10/97. At 09:00, the syringe was empty.